Event description:
It was reported that a homecare pt experienced difficulties maintaining inflation with one (1), size 4 dfen device. It is unknown how long the device had been in use when the problem was detected. Limited info regarding the event, pt and device usage/maintenance. There was one (1) pt involved and no reported injury. The device is not available for return.